Event description:
The customer reported that during annual maintenance, the average flow rate from the insufflation unit was not within tolerance. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and inspected. The repair center did not reproduce the reportable event. No device issues were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the average flow rate not within tolerance could not be determined because it was not reproduced, and the faulty part was not confirmed. Olympus will continue to monitor field performance for this device.